Manufacturer narrative:
Device labeling addresses the event of seroma as: for primary augmentation patients, seroma rate = 1.6%. Primary reconstruction patients = 1.0%. (Other complications). Swelling = 7.1%. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.

Event description:
Healthcare professional reports a case of lymphoma and seroma via (B)(4). "Alcl right breast presented with persistent seromas that required multiple aspirations. Textured implant placed in the subfascial pectoral plane. Salt based texture. Full capsulectomy with removal of implant done. Interconsultation with med/oncology recommended. Chemotherapy that current is received". During the investigation the office was able to provide medical records. Clinical pathology provided for the capsule and the seroma. The right breast capsule was consistent with alcl; the seroma notes atypical cells consistent with alcl.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).